Manufacturer narrative:
The complaint cannot be verified. The material meets product specifications. A visual inspection and tests for flow and leak were performed on the returned unused infusion set. All test results were within specifications. The reference samples were visually inspected and tested for flow and leak. All test results were within specifications. The batch record for # (B)(4) was verified and no deviation was found.

Event description:
On (B)(6) 2013 patient reported the infusion set is leaking insulin around the adhesive. Patient stated this has caused elevated blood glucose levels. Patient reported this is the 2nd week in a row that this has occurred. Patient stated she first noticed it last week also. Patient reported her blood glucose readings started at 388 mg/dl and then 377 mg/dl; patient gave herself 6 units of insulin. Patient stated 2 hours later she tested again and her blood glucose level was 374 mg/dl. Patient's normal blood glucose range is around 120-170 mg/dl. No outside medical attention has been necessary. Patient reported she has had no symptoms of elevated readings. Patient stated when she received the reading of 374 mg/dl; she looked down and saw insulin all in the infusion site under the adhesive. Patient reported she came home and changed it. Patient stated there were no bends, nicks, or tears in the cannula or adhesive that she could see. Patient reported there was blood and insulin under the adhesive and there is a slight lump of insulin which may be pooling. Patient stated this has occurred at least 5 or more times with this box of infusion sets so she doesn't know if it's related to scar tissue or the infusion set is leaking. Patient tested during the call with a reading of 171 mg/dl, which is almost at her normal range. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged infusion set for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.